Event description:
It was reported that the tidal volume was not delivered according to the set volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported ventilator was investigated on-site by the field service engineer (fse). The fse found traces of water contamination inside the air gas module. After drying, the ventilator passed all functional and safety tests and was cleared for clinical use. The air gas module regulate the inspiratory gas flow and gas mixture. The water contamination in the air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. It is unknown under what circumstances the gas module became contaminated. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).